Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 500 mg/dl. Customer experienced nausea and pain as result of high blood glucose. Customer was treated with intravenous fluids and insulin. Customer declined to troubleshoot for high blood glucose value. The insulin pump will not be returned for analysis.